Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/16/2023, a maude review notification was sent via email that patient-reported issues with the loosening of implants. In 2019, the patient had a total knee replacement procedure on the left knee. During the surgery, the arthrex ibalance tka implants were used. After the procedure, the patient complained of persistent knee pain and swelling. During an office visit in 2020, patient had an x-ray performed. Patient was prescribed medication. Again in 2020, patient complained of pain, swelling and instability. Surgeon performed an aspiration of the left knee to test for infection. A follow up appointment informed patient that there was no infection. Surgeon recommended left knee surgery, an arthroscopy with synovectomy, debridement and adhesiolysis. Before going in for revision surgery, patient got a second opinion, in which x-ray's and CT confirm no issues with the implants and therefore was referred to have a metal allergy test. After having the allergy test performed, no allergies to nickel were found. Patients decide to cancel the revision surgery and continued seeking other professional opinions. One of the surgeons diagnosed patient with a globally unstable prosthetic, and additional fluid was removed from the knee to test for infection. In 2021, during the follow up visit, no infection was found, and patient was once again recommended for revision surgery. Patient underwent revision surgery in 2021, it was found that the tibial polyethylene was disengaged from the tibial base plate. Surgeon replaced the polyethylene and properly connected it. Post operatively, patient experience an infection and had another revision surgery to replace the tibial polyethylene and clean the prosthetic of infection. After that patient was discharged and intravenous antibiotic were prescribed with then a course or oral antibiotic. Later that year, the infection reoccurred, and total removal of prosthetic and placement of antibiotic spacers was done in surgery. Patient was again discharged and sent with daily intravenous antibiotics. After the course of antibiotics was done with, patient was referred for a knee replacement surgery. In 2022, patient underwent another revision surgery in which the spacers were removed, and another full knee prosthetic was inserted. After the surgery patient reported the knee healing successfully and the pain almost gone. Although, some persistent swelling still occurs.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.